Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Investigation: our manufacturing facility received one sample of lot code 170528 for investigation. Upon examining the product, we identified dirt on the external side of the shield. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of either reported batch. The foreign matter is likely a residue that originated from the needle feeder machine as a result of improper cleaning practices.

Event description:
It was reported with the use of the bd microlance¿ hypodermic needle there was an issue with needle contamination.